Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that one of the spokes are broken on one of the rear wheels on the chair.